Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation during ventricular pacing. They also felt the pulsing externally, similar in location to the diaphragmatic stimulation, but less intense. The right ventricular (rv) lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.